Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.:the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a stent strut at the proximal end of the crimped stent was damaged and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-sep-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and the moderately calcified left anterior descending (lad) artery. A 16 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the proximal part of the lesion due to severe resistance. The procedure was completed with a 2.5-12 non-bsc stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a proximal stent damage.